Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. The device was cycled and ejected the remaining clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired first two clips which formed proper shape, but fell off of cystic duct. The surgeon put the device jaws up to vessel 5 or 6 additional times, however clips completely fell out of the jaws of device without firing device. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.